Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead had fluctuating pacing impedances (600 to 1100 ohms). The lead was programmed to unipolar, and the plan was to continue to monitor. The lead remains in-service. No adverse patient effects were reported.